Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit's liquid crystal display(lcd) display was incomplete and there was a missing segment. The customer reported that it provided readings in actual measurements. The lacked display was the 10 digit part of pulse reading. It was indicated that there was no patient involvement.

Manufacturer narrative:
Evaluation summary: one sample was evaluated. The device failed to meet specification as it was received or made available for evaluation. The customer reported the complaint mode that the unit's light emitting diode (lcd)) display:l. A visual inspection of the returned part was conducted and no anomalies were observed. The unit was attached to the failure investigation test bed device for analysis. The unit was powered up. The unit powered up normally and passed post. During set up when scrolling through the set-up menus, it was observed that there was a missing segment on one digit on the display. The cause of the observed condition was determined to be j8 connector on the user interface pcb. To fix the fault, the display flex cable was disconnected from the j8 connector on the user interface pcb and then properly reseated. The fi test bed device with the customer returned pcb installed was then operated successfully. No errors and no unexpected alarms were observed during the run in period. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.